Manufacturer narrative:
(B)(4). Evaluation of the incident sample confirmed the termination cover was missing and the foil tabs were exposed. The root cause was identified as a manufacturing error. No trend has been identified for this failure mode.

Event description:
The customer reported that the termination of the plate and cable was found to be exposed during preparation for a procedure. The device was not used. There was no patient involvement.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.